Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke from the site and the patient's blood glucose level at the time of this event was 482 mg/dl. Subsequently, the patient changed out only her tubing and resumed insulin. The patient had not noticed any damage when the package was first opened. No further information available.